Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes showed clotting. No report of medical intervention or serious injury.